Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during an esophagectomy procedure, the device properly loaded but the anvil fell off the device and fell into the patient's cavity. The anvil had to be cut out to be removed and retrieved. No tissue damage. They opened another circular stapler and completed the case. The patient was alive with no injury.